Event description:
Husband was wearing an adult depend when it burst into flames. Pt suffered first degree burn and went to the hospital with it. It was traumatic event for the husband, given that he is a cancer pt.